Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that part of the sensor cannula or needle was still attached but three-eighths of an inch was left in his body. The sensor cannula fractured while in the body. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.